Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) protruded through the skin. During a revision of this protrusion, the clinician injured the insulation on the atrial lead. This ICD also exhibited far-field oversensing of the ventricular pace.